Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separated guide wire tip remains in pt's vessel. Device issue: guide wire separation. It was reported via a user facility medwatch that the pt was admitted to hosp with chest pain and taken for cardiac cath. The left anterior descending artery (lad) was completely occluded. A guide catheter was seated right at the ostium of the vessel and a bmw guide wire was advanced over a balloon. It was quite difficult to get the wire through the distal part of the lad because of significant tortuosities and lack of guide catheter support. However, after multiple attempts, the guide was able to advance the balloon to the mid part of the lad; however, the balloon could not be advanced beyond a curved area in the lad. There were two back-to-back 180 degree curves in the mid part of the lad; could not advance beyond this area. A decision was made to use a hi-torque floppy wire so the bmw wire was removed. Due to significant tortuosity and lack of guide wire support, the hi-torque floppy could not be advanced either. When the hi-torque guide wire was pulled out, the tip of the wire separated and stayed behind in the vessel. There was no attempt to remove the separated portion of the wire. No pt effects have been reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info, but the device was not returned for analysis. Historical data shows that guide wire tip damage of this nature may happened when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described.